Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number." Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd device experienced component separation during use. The following was reported by the initial reporter: patient in the patc recieving chemotherapy. 1410: rn called to patient's room. At bedside, patient's mother reported that IV tubing spontaneously became disconnected and she noticed blood and fluids leaking on to the patient. Upon inspection, rn noticed that the optima connector had been disconnected from tubing. Unknown amount of chemotherapy leaked up onto patient's bed and legs. App notified. Chemo spill kit obtained and spill cleaned per protocol. Patient cleaned and mother educated on signs and symptoms of skin irritation related to chemotherapy exposure. New tubing obtained. Chemotherapy bag not contaminated. Per app and primary team okay to infuse remainder of the bag. No re-dose necessary for chemotherapy lost, per the team.

Event description:
It was reported that an unspecified bd device experienced component separation during use. The following was reported by the initial reporter: "g9- patient in the patc recieving chemotherapy. 1410: rn called to patient's room. At bedside, patient's mother reported that IV tubing spontaneously became disconnected and she noticed blood and fluids leaking on to the patient. Upon inspection, rn noticed that the optima connector had been disconnected from tubing. Unknown amount of chemotherapy leaked up onto patient's bed and legs. App notified. Chemo spill kit obtained and spill cleaned per protocol. Patient cleaned and mother educated on signs and symptoms of skin irritation related to chemotherapy exposure. New tubing obtained. Chemotherapy bag not contaminated. Per app and primary team okay to infuse remainder of the bag. No re-dose necessary for chemotherapy lost, per the team."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing spontaneously became disconnected and blood and fluids were leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.